Event description:
While in use, the wires leading from the hand piece to the unit started to burn. The unit was immediately unplugged and the fire extinguished. The pt was not injured. The unit is two years old.